Event description:
A surgical technician reports that during intraocular lens (iol) implant surgery, a scratch on the iol was noted after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was good.